Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems for two patients. The original samples were retested and obtained results were lower and were reported out of the lab. The false high results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. A field service engineer (fse) was dispatched: the fse replaced the carbon bridge and verified performance of the system. A clear root cause for this event is unknown.